Event description:
Nurse hung taxol to infuse. When loading the tubing into the IV machine, the tubing broke off at the line loading guide. Gave pharmacist back tubing to fix. Lot ref 490103 infusomat space pump IV set b. Braun.